Event description:
On (B)(6) 2015, the subject device was interrogated before its implantation and was found in standby mode. The device was re-initialized but its interrogation failed yet again. After a new re-initialization, the device could be interrogated successfully. An investigation is required in order to know the reason of the switch in standby mode as well as the reason of the failure to interrogate after its first re-initialization.

Event description:
On (B)(6) 2015, the subject device was interrogated before its implantation and was found in standby mode. The device was re-initialized but its interrogation failed yet again. After a new re-initialization, the device could be interrogated successfully. An investigation is required in order to know the reason of the switch in standby mode as well as the reason of the failure to interrogate after its first re-initialization.

Manufacturer narrative:
Preliminary analysis showed that writing of inconsistent data in device memory had caused the switch in standby mode.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
On (B)(6) 2015, the subject device was interrogated before its implantation and was found in standby mode. The device was re-initialized but its interrogation failed yet again. After a new re-initialization, the device could be interrogated successfully. An investigation is required in order to know the reason of the switch in standby mode as well as the reason of the failure to interrogate after its first re-initialization.